Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. PMA 510k cannot be determined; device is unknown. MDR section codes updated/corrected: a, b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation approximately 93 months after a right total knee arthroplasty the patient underwent a right knee revision procedure to address prosthesis wear, pain, passive range of motion, limited mobility, an antalgic gait and recurrent effusions. A revision post operative report was provided. Post operative diagnosis noted right total knee arthroplasty failure, secondary to recalled implant. Intraoperative findings noted moderate intraarticular synovitis, well fixed femoral and tibial components, the polyethylene liner with evidence of oxidation, pitting and delamination, particularly, along the ps post and the patellar button with edge loading and wear. Intraoperatively, it was noted the surgeon observed osteophytes, moderate effusion, moderate hypertrophic synovial tissue. The surgeon observed evidence of wear on the liner upon removal, noting pitting and delamination. The femoral component debonded from the cement mantle and was easily removed and the patella component was noted as significantly undersized with a significant portion of the patella was uncovered by the implant and easily removed. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm; (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5; (B)(6), 02-012-41-5050 - logic tibia traptray cem sz 5f/5t. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.